Manufacturer narrative:
Fang, b., qian, c., yu, j., xu, l., jiang, d., xu, j., . . . Chen, g. (2018). Transarterial embolization of cavernous sinus dural arteriovenous fistulas with ipsilateral inferior petrosal sinus occlusion via the ascending pharyngeal artery. World neurosurgery, 117. Doi:10.1016/j.wneu.2018.06.098. The onyx was not available for evaluation as this event was captured through literature review and the onyx was used in the patient during the procedure. There is limited device information available as the lot number was not captured in this article. There is no evidence suggesting the onyx was defective. The cause of the reported event cannot be reliably determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that through article review that a patient with left chemosis and exophthalmos for 2 months, and cs-davf was diagnosed. The tip of an echelon 10 microcatheter was positioned at the superior pharyngeal (sp) branch of the apa as far as possible. The fistula was completely occluded with onyx 18, but a small amount of onyx was reversed into the middle cerebral artery after angiography. No neurologic deficits were found at discharge and follow-up.